Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that on 2024-jun-17, the patient had a refill and they were expecting 4.2 and got back 10.5. There had been other previous volume discrepancies, but the manufacturer representative (rep) was not certain on exact volumes and dates, but this discrepancy yesterday was the most significant. The rep stated that there had been a successful dye study performed in the past, but the patient was complaining of lack of therapeutic effect. The manufacturer's technical services specialist (tss) reviewed to consider checking the pump event logs and also reviewed to continue with catheter troubleshooting. The discussion also came up to check catheter tip to make sure there weren't any issues there. The rep did not know if patient had tried any new activities but positional kinking was also discussed. The rep would reply to the healthcare provider to continue discussion.